Manufacturer narrative:
(B)(4). The device was not returned for analysis and reported leaking was unable to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The complaint database was queried and found no similar events for leaking from this lot. Further assessment was performed which identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat an arteriovenous (av) fistula. It was noted that a 3x20mm armada 35 was leaking at the hub during the first attempted inflation. Another armda 35 was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.